Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative was reported via phone call that the insulin pump had drive motor anomaly. Customer's blood glucose level was unknown. Customer states battery life diminished no lasting as long as. Customer also states reservoir top near screws in hairline was fractures. The insulin pump will not be returned for analysis.